Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 03-apr-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported that a failed dye study occurred. There were no known environmental/external/patient factors that may have led or contributed to the issue. The issue was unresolved and the patient was alive with no injury. Surgical intervention was planned for (B)(6) 2020. No further complications have been reported as a result of this event.